Manufacturer narrative:
Concomitant medical products: product ID: 7496-51, serial# (B)(4), implanted: (B)(6) 1993, product type: extension. Product ID: 7425, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3586, serial# (B)(4), implanted: (B)(6) 2001, product type: lead. Product ID: 3586, serial# (B)(4), implanted: (B)(6) 1993, product type: lead. Product ID; 7496-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. (B)(4).

Event description:
It was reported that the patient had a severe fall on her left side and fractured her ankle. The patient stated that she put her leg in a boot. The patient's pain and spasms began occurring on the left side which started in the groin and was now up by the pancreas. This included swelling on that side to the middle of the back with a soft lump present. It was bad for 2-3 days, then it went quiet for a couple days, then it started over. The patient went to the hospital for the pain. At the hospital the patient also had a CT scan performed which showed that everything was in place. The patient had both a pump and an spinal cord stimulation (scs) system. Following the fall the patient noticed stimulation was going up the side of her left leg into her groin. A CT scan was done and the "programmer" was in the right place. Nothing has been done to address the issue at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported, the patient fell on his left hip, buttocks, and hip about two weeks prior to no stimulation in the back of the leg. The patient got pins and needles up and under the side of the leg from the foot and including the groin. A CT scan was done and it showed the stimulator in same position as 2010. It was noted, the patient was going to see a gastro intestinal (gi) physician to see why she had pain and swelling in abdomen. There was also swelling on the left hip and back when the patient was on her feet for long periods, swelling increased with activity. So far nothing had been done to resolve this issue as the patient was waiting for the gi results. If nothing showed, the patient was almost ready to have the stimulator removed.